Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Noise was showing on the image. In addition, the following reportable malfunction was found during investigation: sliced cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the noise showing on the image is due to a faulty charged coupled device. A definitive root cause for the slice on the cable could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head was not working. The issue occurred during preparation for use before an unspecified procedure and was completed using a similar device. There was no delay or reports of patient harm.